Manufacturer narrative:
(B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
A healthcare professional noted that ¿following the palpation of a painful axillary lymph node and as part of a systematic assessment, a mammogram is done. She did not find any arguments for an intra-mammary pathology, but there are echographic arguments for an intra- and extra-capsular rupture of the prostheses with images of bilateral axillary siliconomas.on MRI, confirmation of extracapsular prosthetic rupture" this record relates to the left side. The device has been explanted.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Silicone migration: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
A healthcare professional reported left side that ¿following the palpation of a painful axillary lymph node and as part of a systematic assessment, a mammogram is done. She did not find any arguments for an intra-mammary pathology, but there are echographic arguments for an intra- and extra-capsular rupture of the prostheses with images of bilateral axillary siliconomas.on MRI, confirmation of extracapsular prosthetic rupture". The device has been explanted and replaced with a non-allergan device.